Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads no longer stay securely attached to undamaged oral-b toothbrush and then just come loose - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b clean maximiser toothbrush heads no longer stayed securely attached to their undamaged oral-b toothbrush and came loose several times during the brushing process. No injury was reported. On 01-sep-2023, follow up via digital safety assessment survey: the consumer was a 50-year-old female. No injury was reported.